Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the flag after performing inspection of the substrate fluidic system & dispense lane delivery, and inspection of the detector and incubator. Fse suspected the issue to be related to intermittent substrate operation and/ or the substrate syringe. Fse replaced the substrate syringe and 3-way substrate solenoid valve. Then, fse verified substrate background measurements three times (with very good repeatability), and tt3 using mac quality control (qc) with twenty replicates. No further issues were noted. No further information was provided. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual rev e, chapter 12- flags and error messages was reviewed the 12.1 detailed meanings of flags and handling: there are two kinds of flags attached to assay results where applicable. One is "error flag," which is attached if an assay did not end normally due to some kind of trouble, and the other is "user flag (normal value, abnormal value)," which help you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results cannot be obtained. If no flag is attached to the assay result, it means that the assay ended normally. If an error was detected and an assay result was not obtained, refer to this section and the handling shown there. The 12.3 dl : the aia-900 operator's manual rev e indicates that when a dl flag presents, a fault has occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. The most probable cause of the reported event is due to faulty substrate solenoid valve.

Event description:
It was reported that the customer experienced dl flags on all samples with their aia-900 analyzer. Technical support (ts) instructed the customer to check the substrate to make sure the tubing was all the way inside the bottle. The customer confirmed that it was. Ts then had the customer run a daily check which passed with no errors. The substrate, made on (B)(6) 2018, also passed daily checks. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews. Conclusion code: 4307; cause traced to component failure. Device evaluation: the 3- way solenoid substrate valve was returned for evaluation with no shipping damage. Visual inspection of the 3- way solenoid substrate valve revealed that the power wire was loose and unseated in the connector. Functional testing of the3- way solenoid substrate valve confirmed the reported event. The 3- way solenoid substrate valve failed testing. The reported event was duplicated. The most probable cause of the reported event is due to failure of the 3- way solenoid substrate valve. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.